Event description:
The report received from the affiliate indicated that while unpacking the 5 fr. 100 cm. Tempo jb3 diagnostic catheters, a little piece of polymer was noted to be attached to the luer hubs of five (5) catheters. The products were not clinically used in a patient. There was no reported patient injury. There was no damage noted to the luer hub. There was no damage noted to the product packaging upon inspection. The products were not re-sterilized or re-packaged.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. Please note that this report involves three products with the same lot numbers. This is one of five products noted with the same product issue (three different lot numbers). Please reference MFR. Report # 9616099-2012-00004, # 9616099-2012-00005, and # 9616099-2012-00006.

Manufacturer narrative:
As reported by the customer, while unpacking the 5 fr. 100 cm. Tempo jb3 diagnostic catheters, a little piece of polymer was noted to be attached to the luer hubs of five (5) catheters. The products were not clinically used in a patient. Five non-sterile 5fr 100cm diagnostic catheter were received coiled inside in a plastic bag. No anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A sem analysis of the luer hub was required, and the result revealed that the polymer material found on the hub is part of the hub material. The hub material appears to have been forced by an unknown object causing it to pile up. The damage found to the polymer of the hub seems to have been caused by a sharp object as if it scratched the surface of the hub causing the polymer to pile up. However, this could not be conclusively determined. The hub was formed according to specifications and there is no step in the manufacturing process that could have caused this kind of damage at the hub's opening. As the hub finishes the forming process it has been inspected 100%. An attempt to connect the luer hub to female luer was developed and the luer hub was connected without difficulty. Additionally, per the same procedure, a leakage test was developed to the luer hub connected, and no leakage appears on the junction of the luer hub and the female connector. The failure reported by the customer was confirmed but the cause could not conclusively be determined. Neither the DHR reviews nor the product analyses suggest that failures found are related to the manufacturing process. Therefore no actions will be taken. This is 3 of five products noted with the same product issue (three different lot numbers). Please reference MFR. Report # 9616099-2012-00004, # 9616099-2012-00005, and # 9616099-2012-00006.